Manufacturer narrative:
The product is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited oversensing, high out of range shock impedance measurements greater than 125 ohms and high out of range pacing impedance measurements greater than 2,000 ohms. Additionally, it was noted that the patient was not benefitting from crt therapy based on the position of the left ventricular (lv) lead. The lv lead was noted to have been implanted in an anterior position and the patient experienced worsening heart failure, however, was completely asymptomatic . An invasive procedure was performed. The products were explanted and replaced. No additional adverse patient effects were reported.